Event description:
It was reported that customer had two incidents with bard silicone foley catheters of two different sizes, 10 fr and 12fr in two weeks on the same patient. Customer stated that the 12 fr silicone foley catheter came out of the patient when it was placed during the procedure. The patient was brought back to the operating room and was replaced with a 10 fr silicone foley catheter in the operating room. The patient again came back to the operating room with dislodged foley which was again replaced with a 12 fr silicone foley catheter. Later, on (B)(6) 2022, the patient was back for another replacement. Doctor examined the foley, inflated the balloon and found out that the balloon had micro holes which deflated the balloon slowly.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that customer had two incidents with bard silicone foley catheters of two different sizes, 10 fr and 12fr in two weeks on the same patient. Customer stated that the 12 fr silicone foley catheter came out of the patient when it was placed during the procedure. The patient was brought back to the operating room and was replaced with a 10 fr silicone foley catheter in the operating room. The patient again came back to the operating room with dislodged foley which was again replaced with a 12 fr silicone foley catheter. Later, on 10mar2022, the patient was back for another replacement. Doctor examined the foley, inflated the balloon and found out that the balloon had micro holes which deflated the balloon slowly.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿imperfection in balloon due to process¿. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. The device was not returned.